Event description:
It was reported on 04/15 that a nurse spiked a bag of IV fluids and attempted to prime the IV line; however, the line did not prime. Upon inspection, the nurse observed that the tubing appeared to be sealed just below the drip chamber, preventing fluid flow.

Manufacturer narrative:
It was reported on 04/15 that a nurse spiked a bag of IV fluids and attempted to prime the IV line; however, the line did not prime. Upon inspection, the nurse observed that the tubing appeared to be sealed just below the drip chamber, preventing fluid flow. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.